Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer stated that they might have slept on the device. The customer's blood glucose was 302 mg/dl. The customer had not treated yet. Troubleshooting for the high blood glucose was unable to be performed due to the button error. The discontinuation of the device was advised. Nothing further was reported.